Manufacturer narrative:
The product has been returned to the manufacturer, however it has not yet been evaluated. A review of the manufacturing records was not possible as no lot number was provided.

Event description:
It was reported to medtronic neurosurgery that the patient developed slit ventricles, so the valve was explanted.